Event description:
Customer called to report that her blood glucose (bg) was high and she doesn't know why. Her bg's range 192-495 mg/dl while wearing the pod. The pod did alarm and was removed. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.